Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated experiencing a line-blocked alarm, which was resolved by replacing the infusion set. After removal, the cannula was observed to be bent. The next infusion set did not adhere properly; however, the subsequent insertion was successful. The pwd also stated being able to recover the infusion set with the bent cannula and will return it. There was patient involvement/no harm reported.

Manufacturer narrative:
One used device was returned for analysis. Upon visual inspection, one infusion site was received with the cannula observed to be bent. The complaint regarding the cannula issue was confirmed based on the bent cannula observed during evaluation. The adhesive pad was present, and no other damages or anomalies were identified. The complaint related to pump alarms could not be confirmed or replicated, as the tubing/buckle set was not returned for evaluation. Therefor the cause could not be determined. The complaint related to the adhesive issue could not be confirmed or replicated because the affected infusion site was not returned for analysis.